Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the pt on two days later, and obtained additional info. The pt informed the mas that the alleged issue first occurred two days prior to original date, in the morning (exact time not provided). She had attempted to test her blood glucose level in the morning and it would not power on. The meter had functioned okay the night before. Although she was not able to test her blood glucose that morning, she took her set amount of oral medication. She stated that later that day, she developed symptoms of being shaky and sweaty. She attempted to test her blood glucose, but the meter would not power on. She then contacted the emergency room and was advised to eat something. She then ate some candy and drank some orange juice and felt better. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strips and based on the info provided, there was no misuse of the product. The meter did power on when a test strips was inserted all the way into the test strip port; however, it did not turn on when the power button was pressed. This complaint is being reported because the pt experienced symptoms suggestive of hypoglycemia after the reported issue began. She treated self with food and felt better. The alleged power issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for evaluation, but has not yet rec'd them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.